Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a defective composite out socket, and broken middle pin and intermittent image interference, image interference and artefacts, color changes and distortions. The event occurred during the setup. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged printed circuit board (dp board), no image a root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Due to damage on dp board, the image of composite signal is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer